Manufacturer narrative:
Continuation of d10: product ID: 97755; lot# serial#: (B)(6); product type: recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot#: (B)(6), UDI#: (B)(4); b3: date is estimated; month and year are valid. H3: analysis of the 97755 recharger (rtm) (serial number: (B)(6) found the device had to be scrapped as there was a recharging antenna failure /stuck on checking the recharger screen. This regulatory report is being submitted as part of a retrospective review as part of a CAPA: 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient (pt) couldn't get their controller screen to unlock. Pt said they had turned their device off for an MRI they had on their neck and then couldn't get it to turn back on. Pt said even though they haven't been having as much discomfort, they wanted to turn the stimulation up to see if that would help them more. The patient was walked through removing the battery pack and re-insert the battery and pt confirmed the controller powered on and they were able to unlock the controller. Pt then saw the no device found screen. The patient was then walked through  passive recharge mode (pt had middle number starting at 55 then got between 87 and 100). Pt was able to successfully start recharging the ins and had recharging excellent (battery levels: controller 90% ins red triangle). The troubleshooting steps that were taken on the call resolved the issue. They have since called back and sa ys the ins isn't incrementing, and they have charging for 20 minutes. They also said the rtm is getting hot. A new recharger was requested. No symptoms were reported.